Event description:
The user reported that when setting the lower alarm threshold above the current cf parameter, there was no alarm at all.

Manufacturer narrative:
We are still completing our evaluation of this report. A follow up report will be submitted as soon as we complete the investigation.